Event description:
The initial reporter received a questionable elecsys anti-hav ii result from one patient sample tested on the cobas 6000 e601 module. The initial result was not reported outside of the laboratory. The result was compared with the anti-hav igm result from the module and the anti-hav igg result from the architect i1000sr analyzer. The anti-hav ii result from the module was "reactive". The anti-hav igm result from the module was "non-reactive". The anti-hav igg result from architect i1000sr was "non-reactive".

Manufacturer narrative:
The serial number of the customer's cobas 6000 e601 module is (B)(6). The patient sample was requested for investigation.

Manufacturer narrative:
The patient sample was not received for investigation. The investigation did not identify a product problem. The cause of the event could not be determined.